Event description:
It was reported that vessel perforation occurred. An angiojet zelante was used during the thrombectomy procedure. However, the venogram acquired after the power pulse and thrombectomy revealed a spot with contrast outside of the vessel that looks to be a vascular perforation. A power pulse triggered the patient's vascular perforation. Bridged the lesion with little difficulty, and pre-treatment venogram and ivus revealed no indication of a problem. The procedure was completed with the original device. There were no patient complications reported.